Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging his cartridge does not fit into the insulin pump. The cartridge cap comes out when the cartridge is inserted. The issue was not resolved with training. There was no product misuse. The animas products were replaced and requested back for investigation. This complaint is being reported due to the unresolved issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up # 2 submitted 11/07/2013: the pump was returned for investigation and device evaluation was completed by product analysis on 10/29/2013 with the following findings: no defect was found. No damage found to the piston or cartridge compartment. Able to load a test cartridge without any issues. Unable to verify or duplicate reported issue.

Manufacturer narrative:
No cartridge was returned for investigation; a retain sample was pulled for investigation and evaluated by product analysis on 09/18/2013 with the following findings: the sample cartridge passes visual inspection, no damage or defects were noted to the luer connection or o-rings.